Manufacturer narrative:
After debriding the annulus of calcification prior to implant, increasing insufficiency over the subsequent week due to incomplete coaptation reportedly necessitated valve explant. A large thrombus formation was found on the sewing cuff, which extended towards leaflet 1 and aligned directly with a fold and retraction in the leaflet, consistent with the reported incomplete coaptation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the underlying thrombus formation could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
After the implantation the physician saw minor insufficiency at the implanted valve on the ultrasound. However it was considered as normal at that time. After approximately one week the insufficiency increased and the imperfect closure of the valve could be seen on the control echo. Therefore they explanted the device and replaced it with a carpentier edwards perimount aortic valve. The patient is in stable condition.